Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus. Customer does not use the sensor feature and they wer able to complete the rewind sequence. It was noted that the insulin pump dropped. No further information reported.

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. Motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and scratched reservoir tube window.